Event description:
Customer reported that she received an alarm on the insulin pump during prime. Customer stated she is not connected to the insulin pump and that it was not dropped or bumped. Customer stated the drive support cap is recessed. Blood glucose is 117 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to loose and flush drive support disk. No prime alarms were noted. Insulin pump received with cracked case at display window corners and window display. Insulin pump received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.